Manufacturer narrative:
The customer returned the test strips. The returned test strips and vial showed no defects. The returned test strips were measured on a reference meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Testing results (qc range 2.5 - 3.1 inr): returned strips: qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek inrange meter serial number (B)(4) compared to a laboratory using stago neoplastin reagent. On (B)(6) 2019 the laboratory result was 3.2 and within 3 hours the meter result was 4.8 inr. On (B)(6) 2019 the laboratory result was 3.51 and within 3 hours the meter results were 4.8 inr. The customer stated the meter result of 4.8 inr was produced on two different meters. The serial number for the other meter was not provided. The customer's therapeutic range is 3 - 3.5 inr. The questionable results were reported to the customer's doctors. There was no allegation of an adverse event. The customer's test strips have been requested for return.